Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the distal right coronary (rca) artery. After predilating the lesion, an 8x3.5mm liberte stent delivery system (sds) was advanced but could not cross the lesion. The device was removed and it was noted that the stent edge was flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)